Event description:
It was reported that within a couple weeks of implant, the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis; however, performance data was collected from the device and has been analyzed. No anomalies were found.

Event description:
It was reported that within a couple weeks of implant, the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.